Event description:
It was reported that an electrogram revealed that the right ventricular (rv) lead encountered a lead integrity alert and exhibited noise. The rv lead detection was turned off. Additionally, isometric movement also revealed noise on the rv lead with exhibited varying high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).